Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch did not function during a diagnostic procedure. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was blinking red, whilst the battery indicator was lit up in red, which indicates that there was an error in the wireless connection. The fse completed the software update and the system was functional again. Philips has confirmed that the reported failure is due to wi-fi connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch did not work, wifi light was blinking red and the battery light lit up in red, need to replace it. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.